Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1, h3, h6: software data was received for analysis. Logs captured multiple ""cleared user-facing low performance warning"" and posted low performance warning to user. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in an electrode and probe placement procedure. It was reported that while acquiring imaging system scans to verify left and right side lead placement, the first scan "came over fine" and was able to be merged with the image set. When the second scan was acquired, it took more time than expected to transfer to the system. When the scan transferred over to the system it was able to be merged with the image set but then after verifying and proceeding past the merge task, the screen would "go black" for 2 - 3 minutes and then the plans would "load in slowly" and the screen would return to the expected layout. This was reported to be an ongoing issue, and was occurring with the same behavior on all navigation systems on site. The standard workflow used by the site was to drop the left leads first and then scan and check (non-navigated scans used as the use was strictly conformational), then this process was repeated on the right side. The issue would not occur with the first image on the left side but would occur with the second image on the left side as well as all scans on the right side. For this instance of issue occurrence, 16 plans were present as well as 4-5 images (MRI and CT modalities). Site reportedly did not keep patient data on the system. The site switched to a different pacs (picture archiving and communication system) network prior to issue occurrence. The new pacs network would not allow query or retrieve permissions to the navigation system, so all scans acquired from pacs are being pushed to the system. When patient images were pushed to the system, often times the entire patient folder was pushed over. Wired connection used. Image sets were reported to take up to 15 minutes to download, and occasionally over 10 ,000 images were pushed over in a patient dataset. Pacs port was located on a boom. No impact to patient outcome. There was a 5-10 minute delay in the surgical procedure.